Event description:
It was reported to boston scientific corporation in 2008, that an ultratome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure two days prior. According to the complainant, the cutting wire detached from the sphincterotome during the procedure. Reportedly, the procedure was completed with another ultratome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any additional similar complaints reported for the same lot number. The 2008 15-month ultratome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.